Manufacturer narrative:
Due diligence for additional information was executed. There is no additional information available yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device is returned and a device evaluation is completed. User complaint is confirmed. The device has a shorted electrical system, which leads to images appearing but being interrupted occasionally. The device exhibits an error code e224 due to shorted cable. This is a communication with scope error. Rear cover packing is damaged and caused the device to fail leak test. The label on the device was illegible.

Event description:
As reported for this event, during an unknown procedure, there was no connection and the image did not appear. There was no reported adverse event to the patient.